Manufacturer narrative:
The ipg passed the required tests and revealed no anomalies.

Event description:
A report was received that a patient's ipg was explanted for an unknown reason.

Event description:
A report was received that a patient's ipg was explanted for an unknown reason.

Manufacturer narrative:
Additional information was received that there was no device malfunction suspected.

Event description:
A report was received that a patient's ipg was explanted for an unknown reason.